Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump battery was not holding the charge as it depleted from 95 percent to 10 percent by the next day. The customer's blood glucose level was not impacted. Although requested, the pump's t:connect logs were not provided for review. No additional information regarding the event was provided.